Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was intermittently unable to open. The site noted that this might have been due to the pendant, as other functions such as homing also appeared to be intermittent. No patient was present at the time of the event.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that the system rotor had been moved manually and was not in the proper position. Corrected all positions and performed homing checks. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, product ID: bi71000166, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.